Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is that the hemostasis sheath was bent. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy; a2: age & date of birth: not available due to hospital policy; a3: patient sex: not available due to hospital policy; a4: weight: not available due to hospital policy; a5: ethnicity: not available due to hospital policy; a6: race: not available due to hospital policy; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e3: occupation: rtr and team lead. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that following a stroke procedure, the collagen would not advance through the sheath bypass valve. A second angioseal device was opened, and it would not work either. The sheath was pulled, and pressure was held. A small hematoma developed but the patient improved in recovery. The estimated blood loss was less than 250cc. The patient required medical intervention. The event occurred intra-operative. There were no other devices or equipment used with the reported product. Additional information received on 03 august 2023: the physician stated that the patient was very obese. He believes the collagen plug would not track through the sheath as it was likely kinked due to the patient's pannus. The tech was not sure of the size of the hematoma but was able to resolve during manual compression after the stroke procedure. The physician always performs a groin angiogram to ensure correct access and also gains access under ultrasound.